Manufacturer narrative:
Result: power cord with bent ground prong.

Event description:
It was reported by service report that the ground plug was bent. No pt involvement or adverse consequences were reported.